Manufacturer narrative:
The patient's identifier and weight are unknown. The medical device's implant and explant dates are also unknown. Additionally, information for section is unavailable because the medical device has not yet been received for analysis. Once the information becomes available, a supplemental report will be submitted.

Event description:
Per complaint (B)(4), a patient's dental implant lacked primary stability during initial placement. The implant was removed. No additional adverse patient consequences were reported.

Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated section b4 for report submission date and b6 to report device evaluation results. Updated d9 for device return date, g1 for follow-up report submitter, g3 for awareness date and g6 for report type and follow-up number. Updated h2 for follow-up type, h3 for device evaluation status and h6 method, result and conclusion codes. Information for section a2, b7 were not available. When information becomes available, a supplemental report will be filed. This complaint is being submitted late due to the furloughs that resulted from the global pandemic and is captured within deviation 1412.